Event description:
During laproscopic appendectomy, two 45mm covidien staples were fired across the appendix. The staple line continued to hemorrhage until bleeding was controlled with multiple hemoclips.